Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of an unspecified rayner iol. The event description provided to rayner states that the development of iol opacification was observed approximately 1 year after the silicon oil infusion. For further information please refer to rayner's MDR 9611165-2014-00083.

Manufacturer narrative:
Rayner ifus include the contraindication "active ocular disease (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication)". The information received from the healthcare facility suggests that the pt is suffering from multiple ocular and other health problems (nvg, dm, rd). The pt has had repeat bilateral ocular surgical trauma, with ocular inflammation over a prolonged period of time. The combination of environmental conditions, multiple surgical procedures and pt health could be causative factors to the development of opacification in this case.